Event description:
It was reported that the pt was revised for periprosthetic femoral fracture.

Manufacturer narrative:
Info was received from a health professional who is not required to complete form 3500a. The pt had a bmi of approx 35.5; a bmi of greater than 30 is considered obese. The pt's preoperative diagnosis was osteoarthritis, and their historic medical conditions included cancer and cardiac issues. Primary operative notes were provided and were unremarkable. Revision operative notes revealed that the fracture occurred when the pt was descending some stairs. The fracture was of the medial calcar and the stem was noted to not be grossly loose. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs high impact), and relevant medical history. Adherence to rehabilitation protocol is unk. A definitive root cause cannot be determined with the info provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.